Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2012 and suture was used. During the procedure the suture broke. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation. The non-needled end appeared broken. The circumstances and force required to cause the breakage could not be determined. Since no attachment anomalies were found and needle still has suture attached, this is not a premature needle/suture separation (pull out) issue. Force/ technique used to separate needle from rest of suture can not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.